Event description:
The customer reported that the suction channel was leaking. There was no patient or user injury reported. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit damage or deformation of the connector movable lrange sliding error that occurred in the zoom scope blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the device evaluation, service found that due to damage on the charge coupled device (ccd) unit, the specified resolving power was not obtained. The instrument channel was damaged and leaking. The scope connector was deformed and leaking. The objective lens was scratched. The light guide lens was dirty. The distal end cover and suction cylinder were shaved. The adhesive on the bending cover (arubber) was cracked. The connecting tube had discoloration. The image guide protector was damaged. The up/down knob and right/left knob were dirty. Switch 1 was sticky. The universal cord was scratched and had a dent. The connecting tube was wrinkled. Due to wear of the angle wire, the bending angle in the up direction did not meet specifications. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.